Event description:
Related manufacturer reference number:3006705815-2024-01863. It was reported that patient's one lead had high impedances. So, patient underwent surgical intervention during which the other lead got migrated while physician replacing the first lead. As such, both the leads were explanted and replaced, thereby restoring therapy.

Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.